Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged load fill tubing issue could not be verified and the occlusion alarm was identified in the pump logs but could not be verified, as the cartridge was not returned; however. Additionally, a different issue was identified.

Manufacturer narrative:
An additional lot number was reported (lot # m116717). The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that during the fill tubing step, insulin was not exiting the tubing with multiple cartridges. Additionally, it was reported that multiple occlusion alarms occurred. Customer's blood glucose level was 209 mg/dl. Reportedly, the customer had manual injections as alternate insulin therapy.